Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the right ventricular (rv) lead had high thresholds. The rv lead was removed and replaced. Hospitalization was prolonged. No patient complications have been reported as a result of this event.